Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter hadn't been working properly since it was implanted. The patient had gone from (B)(6) 2013 to (B)(6) 2015 before it was put in properly. It was dripping fluid into their skin tissue and not into the spine during that time because it wasn't put into the spine properly. The patient had experienced a long, extensive time of more pain and "it" couldn't be moved up any higher because of the patient's weight. The patient also had some problems with their back. A computed tomography (CT) scan showed the catheter wasn't properly placed and was not going into the spine/was dislodged. The patient had to have a whole new "unit" put it because it was broke. The replacement occurred on (B)(6) 2015. After the surgery was done, the patient thought she was overdosing for 3 days but she was supposed to be detoxing for 3 days after the surgery.

Event description:
Additional information later received reported at implant the patient became somnolent/hypotensive and respiratory compromised on (B)(6) 2015. The cause of the event was possible respiratory problems after intraoperation bridge bolus, possible problem after bridge bolus. The event was attributed to drug effects opiod overdose after implant. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had some catheter problems and had gone through withdrawal; the patient was not receiving enough medication. The patient had been narcotic naïve for months due to the catheter issue. A dye study was done and the catheter was found to be broken. On (B)(6) 2015, the patient was taken to surgery. The catheter was out of the intrathecal space and was broken near the spinal entry. The physician sutured the end of the broken catheter and left it in the intrathecal space. A newer model catheter was then implanted. After the catheter replacement procedure, they started the patient at 50% of what they thought she was getting and it turned out to be too much. The patient was admitted to the ICU (intensive care unit). It was suspected that the patient had taken pain medication and then denied taking it prior to the surgery resulting in the overdose. The patient went into respiratory distress and was given narcan to counteract the drug overdose. The pump was turned down to minimum rate. On (B)(6) 2015 it was reported that the patient had since recovered and they were starting the therapy again. The device system was delivering clonidine, bupivacaine, and dilaudid.